Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed while the capturing issue was not. Analysis was normal. No anomalies were found regarding the capturing issue. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and helix clogged with blood/tissue.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was discovered via a chest x-ray that the right ventricular (rv) lead was dislodged. The dislodgement led to loss of capture. The patient was asymptomatic. It was noted that the helix of the rv lead failed to extend while trying to reposition the rv lead. The rv lead was explanted and replaced. The patient was stable throughout the procedure.